Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced lack of therapeutic effect with increased pain. The catheter was kinked and a volume discrepancy was noted; the hcp aspirated 4cc more than the interrogated reservoir volume that was present on (B)(6) 2011. The pump was replaced. The pump was "flipping" in the pump pocket which resulted in the pump having to be re-anchored on (B)(6) 2011. The pt experienced new symptoms of nausea since they were discharged from the hospital after the replacement surgery. The medications were adjusted and the pt was prescribed oral phenergan 25mg every six hours as needed on (B)(6) 2011. The event was reported as "on-going". The medications being delivered via the device system were bupivacaine, dilaudid, droperidol and clonidine.